Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and customer received no delivery alarm. The customer's blood glucose level was 420 mg/dl at the time of incident which was treated with manual injection. Customer stated she hadn't eaten much that day so she did not have to bolus. Customer stated she gave herself a bolus but her blood glucose did not go down. Customer¿s current blood glucose level was 83 mg/dl. Customer stated no delivery alarm event was resolved by complete set change. Customer stated they received battery out limit alarm which was able to clear. The customer was using the insulin pump within 48 hours of high blood glucose event. The insulin pump will not be returned for analysis.